Event description:
It was reported that the patient underwent an initial primary total shoulder replacement on the right side. Subsequently, the patient experienced an infection. As a result, approximately ten years and two-months post-surgery, the patient underwent surgery to remove all of the devices and implant an antibiotic spacer. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 300-01-09: equinoxe, humeral stem primary, press fit 9 mm; sn# (B)(6). 300-10-45: equinoxe replicator plate 4.5 mm o/s; sn# (B)(6). 300-20-02: equinox square torque define screw drive kit; sn# (B)(6). 310-01-47: equinoxe, humeral head short, 47 mm (beta); sn# (B)(6). 313-35-00: 3 mm x 250 mm k-wire; sn# (B)(6). 314-13-03: equinoxe cage glenoid medium, alpha; sn# (B)(6). 315-35-00: glnd kwire; sn# (B)(6). 315-35-00: glnd kwire; sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 a review of manufacturing data was performed, and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.